Event description:
In an abstract of a printed poster from a professional society annual meeting (https://www.abstractsonline.com/pp8/#!/21155), a case of asymptomatic intracranial hemorrhage was reported following treatment with the neuroguard 3-in-1 system.

Manufacturer narrative:
This MDR is a remedial submission. Following a retrospective reassessment, the manufacturer determined that the event meets the reportability criteria under 21 cfr part 803.